Event description:
It was reported that the customer had an issue with the insulin pump making a very loud, strange sound. Customer's blood glucose was 18 mmol/l. Customer changed the battery, set, and reservoir due to a high blood glucose. Customer stated that the problem was not solved and the pump was not dropped or bumped. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was monitored for 8 hours with multiple basal rates, no strange noise or unexpected audio or beep anomaly noted. However, the insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion, occlusion, prime/a33, the excessive no delivery test due to motor error alar; the motor was tested outside the device and passed motor test. The insulin pump was has minor scratched display window, cracked display window corner, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.